Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 791759, UDI: (B)(4).

Event description:
It was reported that during the implant procedure, the neural monitoring personnel noted that the patient lost sensory and motors on the right leg when the procedure was almost done. Troubleshooting steps were done however the issues were not resolved. The physician opened the midline incision and removed the paddle lead, and several minutes later, the sensors were getting a reading again. The physician opted to abort the case and remove all device components. There were no reported complications postoperatively. The explanted devices were kept by the medical facility.